Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia up to 380 mg/dl despite two supply changes. Later that night the user experienced a low bg alert, treated with peanut butter and four glucose tablets, and stabilized. No medical intervention or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.